Manufacturer narrative:
The reported issue of keypad failures and separating from the device was confirmed by and repaired by the bd service depot as warranty repairs. No patient involvement was reported. Per the product risk assessment document (B)(4), an initiation of a risk assessment is not warranted if there is no reportable adverse event with a product assignable cause or a request from management that one be generated. No further investigation of this issue is deemed necessary by customer advocacy and this file may be closed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported keypad failures and separating from the device. There was no report of patient involvement.